Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not plugged in properly to interface board. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue but the black display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.